Event description:
In 2008, the sales representative reported that during surgery five screws were placed with the screwdriver, but there was difficulty placing the 6th screw. The driver was unable to properly and securely load a screw. A second hexdriver was used to finish the case as intended. The malfunction has resulted in an adverse event in the past. There was no report of surgical delay.

Manufacturer narrative:
Evaluation is pending upon the return of the product.